Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having difficulty pressing the wake button before the pump screen turned on. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. The customer declined trouble shooting from tandem technical support and reported was able resume insulin therapy via the pump. Reportedly, the customer had alternate tandem pump available.